Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation as the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient did not state when the alleged product issue occurred. The patient manages their diabetes with oral medication(s) (1 unspecified pill per day) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged power issue. The patient stated that an unspecified period of time after the alleged product issue occurred they developed the symptoms of ¿slurred speech and blurred vision¿, but denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to test their blood sugar using the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.